Manufacturer narrative:
E1: initial reporter facility name: (B)(6). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal cloudy effluent without definite diagnosis of peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for this event. The patient was not treated with antibiotics for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.